Event description:
Purchased a few years ago. Using for second child. Ac adapter was so hot on the outlet that it burned her fingertips and was melting.

Manufacturer narrative:
The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusions can be made as to the cause of the event. As part of complaint remediation activities, historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.